Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. After debulking the lesion using rota, a synergy stent was deployed and post dilated with no issues. During confirmation with an opticross hd imaging catheter, the catheter became stuck at the distal edge of the stent. The proximal part of the catheter shaft was cut, and a 0.014 guidewire was inserted into the imaging core lumen to push the stuck portion. There was no damage to the implanted stent. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the telescope, sheath, and tip were detached and were not returned with the device. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. The tip detachment, as no deviations in the manufacturing process were identified and the device met all manufacturing specifications prior to distribution, it probably suffered significant forces due to the handling of the device during the procedure, which could have caused the detachment. For this reason, adverse event related to procedure is the assigned cause for this issue. Regarding the additional device required, the assigned cause code is adverse event related to procedure, as an additional intervention requiring an additional device was necessary to withdraw the device from the patient body due to the catheter becoming stuck.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. After debulking the lesion using rota, a synergy stent was deployed and post dilated with no issues. During confirmation with an opticross hd imaging catheter, the catheter became stuck at the distal edge of the stent. The proximal part of the catheter shaft was cut, and a 0.014 guidewire was inserted into the imaging core lumen to push the stuck portion. There was no damage to the implanted stent. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition.